Manufacturer narrative:
(B)(4).

Event description:
We received this system without documentation from a funeral home. Per the patients following physician, the patient expired (B)(6) 2016 from cardiac arrest. Should additional information be received this report will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos and 216 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the available iegms showed that the large amount of charging cycles was caused due to the detection of noise after the reported explantation date. Therefore, it is reasonable to assume that the anti-tachycardia function was not deactivated during the explantation procedure. Due to the detection of noise the device performed successive charging cycles, thereby decreasing the battery voltage and eventually activating the eos battery status. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional during analysis. The eos status of the device resulted from successive charging due to the detection of noise after the explantation. There was no indication of a material or manufacturing problem.